Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer received multiple continuous glucose monitor error 42's. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, the pump time was incorrect, cause was unknown. Reportedly, the customer corrected the time and resumed insulin therapy. Customer reported a blood glucose level of 60 mg/dl.